Event description:
Boston scientific crm received information that this representative contacted technical services to report that the right ventricular (rv) pacing impedance measurements had increased (1232 to 1700 ohms). The rv sensing and rv pacing thresholds have remained stable. Technical services suggested that patient isometrics and pocket manipulation troubleshooting should be performed. Subsequently, boston scientific crm received information that this patient's latitude system detected a red alert (high rv pacing impedance). The representative and clinic nurse were notified. The representative was planning to follow-up with the clinic. Another red alert was detected (high rv pacing impedance) and a call was made to the representative and physician. Another red alert (high rv pacing impedance) was detected on this patient's latitude system. The representative and the on-call physician were notified. The physician contacted technical services to discuss this alert. The physician was informed that this alert was the same issue as detected back in (B)(6) 2010. Technical services explained that the last in-office interrogation back in (B)(6) 2010 cleared the clinical event and the next out-of-range measurement triggered the alert. The representative contacted technical services to discuss this patient's lead high pacing impedance measurements. The pacing threshold was 2.3 volts but no sensing issues or electrogram noise were identified. Technical services discussed a possible connection issue and the need for an invasive assessment of the device/lead system.

Manufacturer narrative:
The patient was presented to the electrophysiology (ep) laboratory for device/lead evaluation and possible lead extraction. The pocket was opened and the device was detached from the rv lead without checking the terminal connections at the header. The lead was connected to an external analyzer and all lead parameters were found to be satisfactory and within normal range. The lead was again tested with the analyzer during vigorous manipulation of the lead. All measurements were within normal range. The chronic device was then reattached to the chronic rv lead and all lead parameters were found to be within normal range through device-based testing. The chronic device was then inserted into the pocket and the incision was closed. No further intervention was undertaken.